Event description:
It was reported that a malfunction occurred on the pump, with the caller noting no notable events prior to this issue. The malfunction caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." To address the high glucose level, the customer administered a correction injection via multiple daily injections (mdi) without requiring third-party assistance. Technical support provided the customer with a pump reset procedure, which successfully resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.